Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 814:09 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during biomedical testing in the biomedical service department. There was no adverse event, patient injury, or medical intervention associated with this report. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 814:09 occurred was confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. The user interface module master softare version is 5.09.90.